Event description:
While preparing to transfer patient after procedure, tabletop rotated 90 degrees and patient fell to floor.

Manufacturer narrative:
The table was inspected and the problem could not be replicated. The locking mechanism was holding the required 95 ft-lb torque. Nothing was seen in the vicinity of the table that might produce the reported popping sound. The head end was removed and returned to the factory for more detailed inspection and no defects were found. In-service training has been scheduled.

Event description:
While preparing to transfer patient after procedure, tabletop rotated 90 degrees and patient fell to floor